Event description:
A 36 mm diameter x 18 mm diameter x 170 mm length talent bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm diameter aneurysm approximately 13 months ago. The aortic neck was short and reverse funnel shaped from 30 mm to 34 mm. The post operative procedure showed the aneurysm measured 7.4 cm with no endoleak. At 6 months the aneurysm decreased to 6.6 cm with no endoleak present. It was reported that 1 year follow-up CT showed there was a proximal type 1 endoleak, with aortic neck enlargement to 36 mm as well as aneurysm enlargement to 7.5 cm. The decision was made to perform a modified surgical conversion with infra-renal cross clamp, transection and removal of the main body of the bifurcated module. Anastamosis of a 24 x 12 bifurcated dacron graft to the infrarenal aorta and anastamosis of dacron graft to the talent iliac limbs which were left in place. The patient tolerated the procedure well and was brought to the intensive care unit in stable condition. The explanted stent graft was returned to medtronic and its evaluation has been completed. Please note that this model number af3618c170xu is not distributed in the united states and it is similar to the talent abdominal stent graft system.

Manufacturer narrative:
Evaluation results: short and reverse funnel shaped aortic neck; endoleak. Conclusion: short and reverse funnel shaped aortic neck. Evaluation summary: upon examination of the returned devices, the likely cause of the proximal type 1 endoleak and aneurysm expansion appears to be the reported dilatation of the short, reverse funnel neck. Several over spring abrasion holes were observed on the proximal aortic body (over spring 1). It is possible that these holes may have contributed to the aaa expansion; however, the holes appear to have been covered by the underlying spring. No other device integrity issues were observed. The device was returned transected with the graft limbs left in the patient, thus limiting the extent of the evaluation.